Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17414. It was reported the patient was experiencing shocking sensation. Reprogramming was unable to resolve the issue. Reportedly, the shocking sensation subsides with stimulation off. As such, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Correction: section hg - the explant date should have been 1574 - inappropriate/inadequate shock/stimulation rather 2287 - intermittent shock/stimulation b5: information was inadvertently left of the initial report.

Event description:
Surgical intervention occurred where the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.